Manufacturer narrative:
A device history review revealed no issues that could have caused or contributed to the reported issue. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump in the intensive care unit (ICU) experienced multiple upstream occlusion alarms throughout a day resulting in an interruption of infusion of a vasopressor (dose, medication, volume and rate unknown). It was also reported that the interruptions resulted in "bouts of hypotension." No additional information is available.